Manufacturer narrative:
(B) (4). Conclusion: the reported behaviour resulted from an alteration of data related to recorded episodes. Normal operations of (B) (4) were restored during an (B) (6) 2008 follow-up, therefore, no further action is required for this pacemaker.

Event description:
During the one month post implant follow-up of the device involved in this report, and error message was displayed: <<event holter not available>>. Then, when the physician tried to review one of the episodes recorded in device memory, the interrogation was ended abruptly.